Manufacturer narrative:
The ge service rep called customer, and they had their third party service fix the system. The system is working as intended.

Event description:
The customer reported that the workstation monitors were flashing on and off. No pt injury was reported.